Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. No button error alarms occurred. Analysis inspected the pump and no trace of moisture damage found on the electronic and motor assembly. The insulin pump had cracked on battery tube threads and scratched on display window noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.